Event description:
It was reported that in 2007 the patient underwent a fusion and laminectomy l4-s1 using rhbmp-2/acs. The patient has had major complications since then and now has been advised to have additional surgery on his thoracic spine. The patient was not sure what is wrong, mentioned nerve compression. The patient reported that he has ¿all the symptoms from the ads.¿ per the patient, "my penis won¿t get hard anymore and I have difficulty breathing- I mean swallowing." The patient cannot have an erection, is unable to have children, and ¿has the breathing problems.¿ patient is reportedly totally disabled and cannot work. The patient thinks that something in his back is broken because it pops all the time. The patient has debilitating back problems and reported ¿pain and suffering¿. Patient has had numerous MRI exams, but does not know what the exams indicated.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.